Event description:
Procedure type: lobectomy. According to the reporter: while using the device to remove the specimen, as it was being removed from the chest wall, the bag broke. The surgeon had to open up the chest wall approximately 2cm to remove the device and the lung that remained in the chest cavity. No delay in operative time was reported. No tissue damage occurred.

Manufacturer narrative:
(B)(4).